Event description:
Caller reported a malfunction on the pump, and it was noted that no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if the malfunction code appeared again.